Event description:
It was reported to philips that the unit would intermittently shut off and would only reboot when restarted. The issue was reported to be in clinical use at the time of the failure. There was no reported adverse event to a patient or user as a result of the issue.